Event description:
Upon further review, information has been omitted from this event. It was determined that the information should be reported separately. The omitted information has been reported under manufacture report # 3004209178-2015-08222. Update: it was reported that the patient had been experiencing inconsistent therapy. At a routine pump replacement on (B)(6) 2015, the patient¿s existing catheter was removed and replaced. This was at the tip of t2 per the health care provider (hcp). The replacement catheter was placed at c5 to hopefully get the patient better relief in her upper extremities. Additional information received reported with the change in the placement of the catheter tip, the patient was experiencing different therapy than she had been. They were going to keep working on the dose. The last resort was to move the catheter down a little. There was no catheter issue that was apparent in surgery. With the higher catheter tip, the patient had improved. The patient had clearer speech with improved swallowing. The patient was also showing some improvement in her spasticity with her hands as evidenced by her ability to grasp onto her walker handles which she could not do prior to the catheter revision. Additional information received reported that the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j11148r65, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient recovered without permanent impairment.

Event description:
It was reported that the patient had been experiencing inconsistent therapy. At a routine pump replacement on (B)(6) 2015, the patient¿s existing catheter was removed and replaced. This was at the tip of t2 per the health care provider (hcp). The replacement catheter was placed at c5 to hopefully get the patient better relief in her upper extremities. With the higher catheter tip, the patient had improved. The patient had clearer speech with improved swallowing. The patient was also showing some improvement in her spasticity with her hands as evidenced by her ability to grasp onto her walker handles which she could not do prior to the catheter revision. A dye study was done on (B)(6) 2015. The hcp could see good flow to the tip of the catheter but was also concerned that he could see something in the pump pocket. The pump pocket was opened in surgery. Upon opening it the catheter was sitting on top the pump. A large amount of cerebral spinal fluid (csf) spilled out. The sutureless connector was intact as was the collet. The hcp dried everything off and they watched for dripping. No drips were seen. The hcp manually pressed on the patient's back and csf came along the patient¿s right flank where the catheter was tunneled. He then opened the back incision. There was some csf there as well but no active leaks were seen. The hcp purse stringed around the newer catheter and then did a blood patch thinking that the leak could have been coming from either the old or new catheter site. No changes were made to the catheter or the pump settings. The patient status was alive with no injury. A patient symptom was noted to be an inconsistent relief from spasms at the catheter entrance site. Additional information received reported with the change in the placement of the catheter tip, the patient was experiencing different therapy than she had been. They were going to keep working on the dose. The last resort was to move the catheter down a little. There was no catheter issue that was apparent in surgery. The blood patch was done to stop leakage of csf at the old and new catheter site. The pump was infusing lioresal (baclofen). A follow-up report will be submitted if more information becomes available.